Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI#:( B)(4); product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 20-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Seven heli-fx endoanchors were also deployed during the procedure for treatment of type ia endoleak. The aortic diameter at implant was 21-26 mm with an aortic neck length of 9 mm. It was reported on (B)(6) 2018 right limb kinking was observed. On the one year follow up on (B)(6) 2019, endograft stenosis of the right limb was observed. No treatment was performed at this time and the event is continuing without treatment. Per the investigator the cause of the event is related to the index procedure and to the endograft . No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information received: the stents involved in the kinking and stenosis were identified as the bifurcate (B)(4) and the right iliac limb (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.